Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse attempted to calibrate the touchscreen but the touchscreen would not respond to touch. The fse replaced the touchscreen to address the problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the touchscreen failed calibration. There was no patient involvement.